Event description:
The user facility reported that the device did come in contact with a pt. The pt sustained a laceration. Requested add'l info from the facility.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.